Event description:
The facility's biomed reported the pump allowed an infiltration to occur without alarm while infusing an unknown medication on a patient in the emergency room. The patient's arm became swollen and the device did not alarm. No medical intervention was needed and no adverse outcome resulted. Despite baxter's efforts to obtain additional information regarding the medication involved, pump programming and set-up information, and the tubing product code and lot number being used, no further information was available.